Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during the rewind as a result of a motor encoder signal being out of phase. Unable to perform the displacement test due to the motor error alarm.

Event description:
It was reported that the customer's insulin pump alarmed motor error during rewind, and some motor error alarms were registered in the alarm history. No further information was provided.